Manufacturer narrative:
Device code 1339 relates to component code 955. Device evaluated by manufacturer: the quantum maverick monorail (mr) device was received in two pieces. There was a complete separation of the hypotube 95cm from the hub. The distal shaft measured 54cm from the fracture to the distal tip. Both ends of the hypotube were oval, as if kink prior to fracturing. There were multiple kinks on the hypotube; most severe was 43cm from the hub. There was dried blood and contrast throughout the distal shaft. Inspection of the material surrounding the separation and damage did not reveal any evidence of material or manufacturing deficiencies that would have contributed to the incident. Microscopic inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a percutaneous coronary intervention (pci) procedure, a shaft kink occurred. Vascular access was obtained through the right radial artery. The 2.7mm x 21mm, 80% stenosed, eccentric, de novo lesion was located within a significant bend (<= 45 degrees), in the mildly calcified, mildly tortuous left anterior descending (lad) artery. The physician predilated the lesion using a non-bsc 2.0 x 15mm balloon catheter with 50% residual stenosis noted. The physician implanted a 2.75 x 23mm non-bsc stent. Then the physician tried to advance a 3.0 x 15mm quantum maverick monorail balloon catheter to the lesion; however, during pushing of the balloon the shaft bent. The physician removed the device and completed the procedure with another 3.0 x 15mm quantum maverick monorail balloon catheter. No patient complications were reported and the patient's status is stable. However product analysis revealed a shaft break.